Event description:
Patient reported receiving recurring occlusion alarms 904), while attempting to prime the device. He indicated that as a result of the alarms, his blood glucose was elevated ("hi" on meter generally >500 mg/dl). Patient indicated that he felt nauseated as a result of the elevated blood glucose level. He reported replacing the disposables, and began to use the device. He admitted he was unsure how long he had used the adapter and piston rod. Patient stated that he administered a bolus to reduce his blood glucose level. He indicated that he was feeling better, but his meter continued to read "hi". Patient expressed confidence that he would be "okay' and his infusion device was working fine. Patient did not require medical assistance to address the situation. Patient indicated product would be returned for evaluation.